Manufacturer narrative:
The reported issue from a bd site visit report of corrosion observed on both the male and female iuis could not be confirmed as reported; the attached site visit report only showed the male iui connectors having contamination. No pictures or product of the issue involving the left (female) iui connector were provided. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported during a tpc site visit that the devices were observed to have corrosion on both the male and female iuis. There was no patient involvement.